Event description:
It was reported that the plaintiff was implanted with a "synthetic mesh system." The date of implant was not provided. The plaintiff's attorney has alleged the plaintiff "experienced complications" from the mesh "requiring add'l medical care and surgical intervention."

Manufacturer narrative:
It is unk which ams pelvic mesh product was implanted. Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.